Manufacturer narrative:
(B)(4); this manufacturing site is not FDA registered and the devices produced by this site are not distributed or sold in the us. The regalia xs 1.0 guide wire was returned for evaluation. A bend was observed at approximately 25mm from the tip. Peeling of the polymer jacket was confirmed for approximately 8mm from the tip, exposing the coil which remained intact. Torn end of the polymer jacket was stretched. At approximately 25mm from the tip, partial tearing or bit mark was observed on the polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the metal tip of the concomitant microcatheter had most likely scraped the polymer jacked surface of the regalia xs 1.0 guide wire during manipulation of either device. The metal tip had likely contacted the wire surface due to anatomical conditions. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, possibility could not be completely ruled out that fragments of the polymer jacket had likely left in the patient. No CAPA will be taken. Instructions for use (IFU) states: warnings: do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. This guide wire may be damaged or separated. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that peeling of the polymer jacket of an asahi regalia xs 1.0 guide wire noticed during a percutaneous peripheral intervention (ppi) to treat an unspecified lesion in the below-the-knee region. The guide wire was used with a metal-tip microcatheter when resistance was met and peeling of the polymer jacket was recognized. No additional intervention was taken against the peeled polymer jacket and the guide wire was simply replaced. The ppi was successfully completed with reestablished blood flow achieved by plain old balloon angioplasty. There were no adverse patient effects associated with this event.